Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use there was blood leakage at the hub of the 20 g x 1.00 in bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: lot analysis not done, lot number was unknown. No leakage was observed on any of the areas of the unit received during water/air leak test. On visual examination the unit had traces of blood on inside of the adapter but no evident damage could be found on the catheter tubing. The unit was dissected to better observe the wedge-tubing assembly; no damage was observed on the tubing or the wedge. Rationale: the customer¿s experience could not be confirmed. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Conclusion: no physical/mechanical damage was found on any of the components of the unit received and the unit did not leak during the water/leak test. Samples meet manufacturing specifications.